Event description:
It was reported that the device was used for the hepatic chemoembolization procedure for treatment of the pt, with progressive liver carcinoma. Post procedure, the pt had experienced fever and sepsis. The sepsis was treated with "antibiotics and vessel-active drugs", no other info was provided. During the hosp cause, the pt died. The cause and date of death are unk. The relationship between the event, and the use of the device are unk.

Manufacturer narrative:
Additional info provided by the user facility stated pre-procedure, the pt was given antibiotics and 50mg doxorubicine. During the procedure, antibiotics were also given. Dose, type of antibiotics and the reason were not disclosed.